Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a fitting problem with several connectors from the same box, where three adapters could not be attached before a subsequent one worked; replacements were shipped, and education and troubleshooting were provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a fitting problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.